Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified surgical procedure, the duraseal exact spine sealant system (206520) was intended to be used, however, when preparing it, the surgical advisor reports that the liquid was not evident, even though the liquid that comes in the kit had not been used and had not spilled. There was a delay in surgery for 30 minutes; however, no patient injury was observed due to the delay.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The duraseal exact spine sealant system 5ml us box of 5 (206520) was returned for evaluation: device history record (DHR) review ¿ a DHR review and trending were performed as part of the evaluation. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications, and proper finished good testing was performed prior to release as indicated in the DHR. Failure analysis - the sample received back included tyvek lid, tray, 3 spray tips, syringe holder, plunger cap, y-connector, clear syringe, and vial connected to the blue syringe. Spray tips, y-connector, and holder were visually inspected and no signs of usage nor damages were detected. The clear syringe was filled with 2.5 ml of solution and no signs of usage nor damages were detected. The blue syringe was attached to the vial and was empty/fully depressed. No damages were detected in the tip nor in the luer lock connection of the syringe. The syringe did not have any traces of blue gel or solution. The vial did not have the spike fully depressed, and the red line indicator was visible. There was blue solution inside the vial, and it was still fluid. The blue syringe was filled with water and assembled to the vial. The syringe was fully depressed, and water was injected into the vial without any issues. Water was withdrawn and no leaks were present. The syringes did not present any damage or other visual defects, and the water testing performed did not result in a leak. As such we cannot confirm the reported condition. Root cause - the root cause is undetermined, and the complaint was unable to be confirmed. Product received was tested and no issues were found, nor could the complaint be replicated. Per the afmea, potential causes of failure include: labeling, instructions for use. The risk remains acceptable per the risk analysis. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.